Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, g1, g3, g6, h1, h2, h3, h6, and h11. Visual examination of the returned product identified signs of repeated use in the form of scuffs and scratches. The device was found to be fractured in two. Evaluation of the fractured surface identified the fracture was consistent with the device fractures analyzed in (B)(6), which indicates overload failure or low cycle fatigue culminating in the overload failure. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, d4, d9, e1, e2, e3, g1, g3, g6, h1, h2, h4, and h11.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that an impactor pad fractured during surgery. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. G2- netherlands. H3: customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.